Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvf012 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdvf012) have been reported from the same facility.

Event description:
It was reported "a patient who had been accessed several days before and was connected to a 5fu pump had leaking at the y-site when the patient returned to the oncology infusion area to be de-accessed." 04/13/2020: additional information received stated, " patient arrived on (B)(6) for an unplanned visit because hub of huber needle was cracked and chemotherapy was leaking onto patient. Patient drove 1 hour back to hospital to have site evaluated, port needle was removed, port was reaccessed with a new huber needle and a new 5fu pump was given to patient to come the following day for their scheduled pump disconnect."